Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, the customer had used the cartridge beyond labeling. Tandem technical support educated the customer on insulin labeling. Upon follow up, it was reported that the customer was "in target" and the issue resolved.